Manufacturer narrative:
Patient's date of birth not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Product catalog number not provided/unknown.

Event description:
It was reported that the unknown abutment screw fractured. The unknown biomet implant was required to be removed. Tooth location 12.

Manufacturer narrative:
One nanotite certain implant was returned for inspection. A visual inspection revealed that the internal drive feature contained the fractured piece of screw, which was too badly damaged to be removed. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.

Event description:
It was reported that the unknown abutment screw fractured. The biomet implant (B)(4) was required to be removed. Tooth location 12.